Manufacturer narrative:
(B)(4). Evaluation method: other = device history record is pending. Results: other = device history record is pending. Conclusion: other = cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no splits in the entire 34 inch length of returned pump header tubing. Microscopic inspection showed wear marks on the inner and outer center tubing surface length. Header tubing was performance tested under pressure with 23 psi for 2 minutes with no sign of leaks to the atmosphere. Conclusion: the clinical observation could not be confirmed, or duplicated. Device history review and further investigation is pending. Once further information is provided, a supplemental report will be filed.

Event description:
Medtronic received information that the tubing in the arterial boot had split. This was reported to have been found after the 158 minute pump run and pre-operative priming circulation. There was concern about occlusion of the roller head, or something within the roller head causing wear to the tubing. There were not adverse patient effects. Hospital investigation determined that the split was contributed to due to excessive recirculating time on boot tubing.